Manufacturer narrative:
Customer (person): phone: (B)(6). Foreign: (B)(6). Street address: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that difficulty was experienced advancing and removing the unspecified stiffeners (metal or flexible) of ultrathane mac-loc locking loop multipurpose drainage sets. This was reported to have occurred "quite often" over the previous three months. Additional information regarding event and patient details has been requested, but is currently unavailable.

Event description:
Additional information clarified that it was the flexible stiffener that was difficult to remove and advance. There were no adverse effects to any patients.

Manufacturer narrative:
On 01jul2021, cook received a complaint from medicalorder services gmbh in germany stating that the flexible stiffeners in clm-8.5-rh-npas-nt [ultrathane mac-loc locking loop multipurpose drainage set, lot number unknown] were difficult to advance and withdraw through the catheters. They have noticed this failure recurrently in the three months prior to notifying cook. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complainant did not return the complaint devices to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. However, a document based investigation evaluation was performed. There are appropriate controls, inspections, and instructions in place for this failure. Based on the device master record and design history file reviews, there is no indication the device was manufactured out of specification. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use. ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the customer did not provide a lot number for the devices. A sales search was unable to determine possible lots. Therefore, the device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. A CAPA was previously opened to address the issue of difficult advancement and removal of the flexible stiffener. The CAPA concluded that the failure was related to supplier manufacturing of the catheter tubing. The lot number and manufacture date for this device are unknown, therefore, it is possible that supplier manufacturing contributed to this failure, but this was not confirmed. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.